Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 06/04/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not fire consistently. Examination of the returned device found the activation button would stick in the on position when pressed, causing it to continue to activate when released.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used (B)(4) ligasure device was received, and evaluation of the sample confirmed issues with activation. Visual inspection of the returned device found no external defects, and that it is detected when in use with a generator. Activation of the device during testing identified the activation button would stick occasionally, causing it to continue to activate. Further inspection identified the issue to be due to a broken clip under the button, causing it to catch. The investigation could not reliably determine how and when the button was damaged. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue. Out of precaution, the supplier of this component has also been notified of the event for monitoring.